Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is reportedly affected since (B)(6) 2018. She reports that the sound is weak and unsatisfactory. Further technical checks are considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User reported a decrease in hearing performance since (B)(4) 2018. Sound is reported as weak and unsatisfactory. No trauma or accident is reported. External devices were functional. User perceives increases in stimulation and loudness growth. The user has been reimplanted.